Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had a seizure on the morning of the report and they were going to have magnetic resonance imaging (MRI) before going to the operating room (or). The reporter stated they did not think the seizure was from the pump, but ¿other meds that have been discontinued.¿ the reporter stated they would also check for leaking spinal fluid because the patient recently had instrumentation implanted as well. The reporter did not believe there was a problem with the pump but there might be a problem with the surgery with the placement of the patient¿s solera system. The reporter did not know if there was an infection they were trying to work up, or a piece of the equipment not working. The patient was in the intensive care unit (ICU). The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.